Manufacturer narrative:
(B)(4). Idler gear teeth. The sc60 device was returned with the anvil and the closing trigger in the closed position. The device was received with a partially fired reload present. The firing mechanism was noted to be damaged; therefore no functional test could be performed. The device was disassembled to verify the condition of the internal components and the left side release button post and some idler gear teeth were noted to be damaged, these is consistent with partially engaging the anvil release button inadvertently after closing the device but before firing. This causes the release button to partially engage with the indicator gear. As a result of this condition, when attempting to fire, significant resistance will be felt due to the fact that the release button is blocking the path of the indicator gear. If the firing stroke is continued past this point, the idler gear can get damaged and get out of synchronization as the indicator gear does not move due to the interaction with the release button. Furthermore the indicator gear pushes into on the release button, resulting in damage or breakage of the release button. Once the gears are not synchronized the device will not open. If should be noted that if significant resistance felt, stop, remove the instrument, and pull the manual release lever; then press the anvil release button and replace the cartridge. Firing through the lockout mechanism will break the instrument. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an open sigmoidectomy procedure, the firing trigger was hard and became not to be grasped at the second stroke of the 2nd firing. The manual release lever was pulled up, but the jaw did not open. Finally, endo gia was used to cut both sides of the jaw and the device was removed from the patient. There were no adverse consequences for the patient.